Event description:
A (B)(6) male pt contacted zoll customer support to report a svc code 204. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (svc code 204) has been confirmed. As received, the trunk cable connector was cracked exposing wires. Upon eval, the red (can h) wire was open in the trunk cable connector. The cause of the alleged svc code 204 is a distribution in communication between the monitor and electrode belt. The cause of the distribution in communication is the open red wire. The cause of the damaged wire is the cracked trunk cable connector. The root cause of the damaged trunk cable connector cannot be positively identified but was likely the result of physical abuse. No adverse event resulted from the damaged electrode belt connector. The pt was issued a replacement electrode belt.